Event description:
The iab was inserted into the patient on 11/23/97 at 4:15 p.m. Poor inflation was noted and the iab was removed on 11/23/1997 at 9:00 p.m. No second iab was inserted. The iab was not returned to datascope for evaluation. The iab was probable discarded by the facility. (Event complication: none from the event - reported 1/28/98.) (Pt's current status: discharged-rpt'd 1/28/98.)